Event description:
Pt sustained a small lesion on the upper right lip due to contact with a tee probe during mitral valve replacement. The tee probe was disinfected using cidex opa solution prior to use.

Event description:
Pt experienced discoloration around the oral cavity post cardiac surgery. Dermatology consulted and diagnosed chemical burn. No treatment was necessary.